Event description:
The customer reported via phone call that they experienced difficulty with removing the needle of the sensor. The customer explained that the last couple of times that they changed the sensor, there were two sensors that they inserted and the needle hub would not come out. The customer stated that the needle hub actually pulled the two sensors out. The first sensor inserted fine but, upon removing the needle hub, the whole sensor came out. With the second sensor, the customer stated that the needle would not retract at all and fell off. The customer was advised of the best practices for removing the needle hub. The customer was advised that replacement sensors would be sent. The customer needed no further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.